Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced false hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
Based on the investigation analysis, the reported events on november 30, 2022 (3rd day after insertion), could not be confirmed as the fingerstick measurements were not entered as calibration entries.the reported events happened during the initial few days after sensor insertion, and during this period of time, there could be chances of temporary mismatch due to the insertion site still healing at that time. This would eventually normalize as the sensor stabilizes.in this case, once the sensor recovered after insertion, the system began performing within expectations and there was better accuracy between the sensor readings and fingerstick measurements per case notes, user self resolved the event by eating food. User did not seek any medical attention. Per dms, user is currently using the system with up to date information. There is a good agreement between the sensor reading and the finger stick measurements. No further resolution was found necessary for this complaint. H3.device evaluated by manufacturer?yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.